Manufacturer narrative:
B4: 31oct2020; g4: 29oct2020. H10: a gas delivery system (gds) was return for analysis an investigation was performed and the product analysis technician reported that the root cause was due to the airflow sensor, caused by a component drifting out of calibration. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01oct2020 b4: (B)(6) 2020 the service engineer (se) inspected the device and found the unit failed air and o2 flow and o2 accuracy test. The se replaced the gas delivery system (gds) to address the reported issue and the unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
It was reported that during set up of the ventilator there was a low volume tidal and low leak alarms. Reportedly, due to the reported event there was a delay to therapy. No harm was reported.